Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 20 mg/dl, 20 mg/dl, 127 mg/dl, and 132 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter and test strips with lot number 40910. The complaint was not confirmed and no new issues were observed. All results were within range specification, and no errors were observed during control solution testing. The precision xtra blood glucose results as reported by the customer were identified in the meter internal log.